Event description:
The customer reported that during use of this 4.5mm crossft suture anchor during a subcapsular and supraspinatus repair procedure, the suture of the anchor broke. As reported, the breakage occurred when the surgeon attempted to pull the suture from the crossft anchor into a poplok anchor. The remainder of the suture that was still attached to the crossft anchor was not long enough to be pulled out through the cannula. The surgeon elected to perform a mini open in order to grab the end of the suture to pull and tighten it. Other than a 20 minute delay, the subcapsular and supraspinatus repair procedure was completed as planned with no further complications or injury to the patient. To date, there has been no additional information received regarding the patient's latest condition or any indication that a long term adverse effect has occurred.

Manufacturer narrative:
As reported, the device was successfully implanted and is not expected for evaluation. An evaluation of the device could not be performed and the root cause of the suture breakage could not be determined. (B)(4). A review of the device history record showed, there were no anomalies or non-conformances during the manufacturing process that could have caused or contributed to the reported complaint. There were no other similar complaints received for this item and lot number combination. A two-year review of the device complaint history showed other than this alleged incident, there have been no serious injuries or deaths reported related to the alleged "suture breakage that required surgical intervention". Based on all available information, this reported incident appears to be isolated. This failure mode is addressed in the device risk documents. The safety risk has been found to be acceptable. The non-absorbable suture anchor is intended to reattach soft tissue to bone in orthopedic surgical procedures. This is a very technique dependent device. Knowledge of surgical techniques and proper selection and placement of the implant are important considerations in the successful utilization of this device. The surgeon must choose proper implant size based on specific procedure and patient history. To reduce the risk of injury to the patient, the product's instructions for use (IFU) provides the following warnings and precautions: ensure proper selection of bone punch or tap according to anchor size selection. Ensure the anchor is properly seated on the driver tip prior to and during implantation ensure the free ends of the suture securely fit into the suture retaining mechanism on the driver handle and that the sliding door is closed (if applicable). Avoid lateral loading while inserting the suture anchor. Maintain proper alignment during insertion of the anchor and disengagement of the driver. Inspect all instruments for damage prior to use. Device remained implanted.